Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. Reportedly, the pump powered off without any prior low battery warning. The reporter stated that all the pump settings were erased and had to be re-entered. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any related warnings and no power reboot was found on the event date. The threads of the returned battery cap and the battery compartment were stripped, and the battery compartment was cracked below the grip pad. The pump powered up with the returned battery cap and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The electrical current draws were within specifications. The pump casing was opened to further investigate and no internal issues were found. The reported power issue was not verified in the black box or duplicated in the investigation. Unrelated to the reported power issue, it was observed that the verify screen was dim and discolored.